Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated, after swimming, the pump would not power on. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: during investigation, moisture was observed behind the display lens. The pump was not able to power on due to internal moisture damage. The pump was completely unresponsive; no audible tones or vibrations were evident. The battery compartment was found to be cracked in the thread area. The battery cap was unable to fully tighten due to the battery compartment crack. Evidence of moisture contamination was found on the underside of the battery cap. The pump failed a leak test due to the battery compartment crack. The pump case was removed and moisture contamination was found inside the pump.